Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the service & repair history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the point of the reduction forceps broke off intraoperatively. There was no reported surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one reduction forceps with points, narrow, ratchet, 132mm (part number 398.40, lot number t986023) was received with the complaint that the point of the device broke off intra-operatively. The complaint condition is confirmed as the device was received with one distal point missing. Although the root cause cannot be definitively determined, the returned condition is consistent having been subjected to an excessive force likely through the method of use and/or handling. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, this device is part of the small fragment instruments and implants set and is utilized in various procedures for fracture reduction. The returned device was received with one of the distal points missing. The break is transverse and located approximately 5mm from the distal tip of the device. The fracture surface appears homogenous. The balance of the device is in good condition with only very light wear. Thus, the complaint condition is confirmed but cannot be replicated as the device is already broken. A review of the current design drawing and the drawing revision at the time of manufacture was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the damage, the returned condition is consistent having been subjected to an excessive force likely through the method of use and/or handling. Information on care and maintenance is provided per the processing synthes reusable medical devices - instruments, instrument trays and graphic cases. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history records review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a service history review was preformed: lot #t986023 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 4-mar-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that there was no patient harm and that no fragments were left in patient. The surgeon successfully completed the surgery without additional complications.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the clamp point broke off. The repair technician reported the tip of the serrated jaws broke off. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.